Event description:
Groshong catheter end piece "blew off" sideways when staff rn was flushing catheter with normal saline (per hospital policy/procedure). There had been no resistance in the line and no indication of any problem until the end piece blew off and flew across the room. The rn was experienced in using this catheter.